Event description:
Information was received via a manufacturer representative from a nurse regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a nurse encountered system error 0x4ea9bc8e and validation error 00 01 00bb with a vanta. The nurse was able to overrule the system error by restarting the application. When interrogating again, the nurse was prompted with the validation error. She was able to continue, by pressing the continue button. The ins was not yet programmed, so she could continue as planned. No symptoms were reported. Additional information was received. It was reported that the issue was resolved at the time of the report. It was reported that it was unknown when the nurse will obtain the logs and send them back. The provided information has been confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). It was reported that this occurred the very first time the vanta was interrogated. The nurse in this case thinks she didn't press the start usage button twice. The order of the codes was first the system error followed by the validation error. The vanta was not interrogated by another tablet. Logs were sent in.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.